Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during post-implant device check, intermittent capture threshold and decrease in sensing was observed. Fluoroscopy revealed no change in lead position. Patient was scheduled for lead revision. During the procedure, small amount of blood was noted on the connector pin. The connector pin and device header were cleaned well. Lead was reconnected to the device and normal measurements were noted. The blood in the header was suspected to be the cause of electrical anomalies. Both lead and device remain implanted and in service. The patient tolerated the procedure well and was discharged the following day in stable condition.